Manufacturer narrative:
(B)(4)

Event description:
It was reported that the non-dependent patient presented in clinic after experiencing pocket/muscle stimulation that was not too frequent. Upon interrogating the device, the pocket/muscle stimulation became more frequent. Programming changes were made but did not improve in ceasing the stimulation. The source of the stimulation could not be found. No further information available.